Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up but could not be reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 in the medical/surgical care area. It was also reported that there was no patient injury.